Manufacturer narrative:
A)the pump was tested to full specifications. User reported "air-in-line" failure was detected. The pump could fail with "air-in-line" alarm occasionally. The pump was the old model and the "air-in-line" sensor was also the old design (with 1.9mm tubing gap). The pump was removed from service due to aging. Similar issue was identified before with the old design (with 1.9mm tubing gap). Air-in-line sensor design was optimized and implemented in 2009. B) the complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016. C) zyno medical submitted an e-MDR (3006575795-2016-00011_complaint (B)(4)) on 08/23/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported "the nurse was at patient's chair-side and happened to notice that large volume of air (about 12 inches per her description in the tubing), the infusion was stopped prior to the air entering the patient. The pump never alarmed air. Another nurse then took it out of service and tested it with other tubing and it did alarm air." The patient was not injured or harmed.